Event description:
I use the freestyle libre system. Overnight, my libre was showing very significant low readings (55). I treated the lows by consuming glucose. When I did a finger stick test after an hour or so, my bg reading was 402. I did another libre scan and it showed 58. This problem is potentially life-threatening. FDA safety report ID# (B)(4).